Event description:
The hospital has been unable to replace the batteries used on cardiac science AED's (multiple) due to a backorder of batteries from the company.what was the original intended procedure?change AED batteries.device #1is this a laboratory device or laboratory test?no.